Event description:
The user facility reported to baxter that the device failed to alarm downstream occlusion as expected during incoming bio-medical inspection testing. There was no patient involvement.

Manufacturer narrative:
Baxter's evaluation concluded that the reported condition, failure to alarm downstream occlusion testing, was unable to be confirmed as the device was tested and performed within specification. The pump's pressure/down stream occlusion recorder was 29.3psi value. The recommended specifications is 22 +/- 10 psi. The device was tested per procedure and released for clinical use to the customer in 2008.